Event description:
It was reported that during routine device changeout , externalized conductors were observed via fluoroscopy. No electrical anomalies were observed and a successful dft test was performed. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.